Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-20-user's test strip had poor storage(kitchen). Test strip UDI#(B)(4). Note: manufacturer contacted customer on (B)(6) 2018 in a follow-up call to ensure that the replacement products resolved the initial concern; customer stated that the replacement product is working to their satisfaction and they have not had any medical intervention or symptoms since the last call.

Event description:
Consumer reported complaint for low and high blood glucose test results. The customer is concerned with tests results from results obtained of 68 and 191 mg/dl. Customer initially reported complaint for erratic blood glucose test results; wife assisted in providing meter memory results and had disconnected the call. Results provided were not reported as being performed back to back. Upon calling customer back, wife verified that customer was concerned with the low and high results. The customer's expected fasting blood glucose test result range is 110 - 120 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on 05/08/2018, a back to back blood test was not performed by the customer. The product is not stored according to specification and is stored in the kitchen cabinet. The test strip lot manufacturer's expiration date is 06/21/2019 and open vial date is a few days. The meter memory was reviewed for previous test result history: result 1 :111mg/dl date:(B)(6) 2018 time:6:46am fasting; result 2 :191mg/dl date:(B)(6) 2018 time:10:26pm fasting; result 3 :85mg/dl date:(B)(6) 2018 time:9:02pm fasting; result 4 :68mg/dl date:(B)(6) 2018 time:8:31pm fasting; result 5 :111mg/dl date:(B)(6) 2018 time:9:59am fasting. Wife assisted with providing last 5 in meter and disconnected the call.